Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that the patient experienced a shocking pain around their implantable neurostimulator (ins) site when they turns their stimulation on to the point of it being unbearable. When they switched it off, their pain symptoms returned but they no longer had the pain in the ins site. No factors that may have led or contributed to the issue. X-ray performed all looked well with the site on physical examination. No actions were taken to resolve the issue. The issue was not resolved and no surgical intervention occurred or was planned. Additional information received reported that the cause of the shocking pain was not determined. They would be a re-examination of the patient and would x-ray the actual pocket area. The shocking was not resolved and still ongoing.